Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and associated right ventricular (rv) lead exhibited oversensing of noise, resulting in non-sustained ventricular tachycardia (nsvt) episodes being stored. Some pacing inhibition was observed. The duration for the longest occurrence of noise was 10 seconds. The rv pacing threshold trend showed frequent variation, ranging between 0.9v and 3.0v. Other lead measurements were stable. An email was sent to the clinic recommending further review of the patient and rv lead. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and associated right ventricular (rv) lead exhibited oversensing of noise, resulting in non-sustained ventricular tachycardia (nsvt) episodes being stored. Some pacing inhibition was observed. The duration for the longest occurrence of noise was 10 seconds. The rv pacing threshold trend showed frequent variation, ranging between 0.9v and 3.0v. Other lead measurements were stable. An email was sent to the clinic recommending further review of the patient and rv lead. No adverse patient effects were reported. The local sales representative confirmed these observations were discussed with the physician. It was noted the patient's intrinsic rhythm was present during the noise, so no adverse patient effects occurred. At this time, the physician has taken no actions and the device and rv lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.